Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed, and all cubies were popped out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer not detected on the bus. A field service engineer (fse) powered down the station and disassembled the drawer. During disassembly, the row tray and retractor band cable were reseated at both the drawer and module controller. The row board cable was also reseated at the drawer controller and individual row boards. After reassembling the drawer and powering on the device, the fse verified drawer functionality through diagnostics. All drawers were confirmed functional, and the station was handed over to the customer for testing and validation of issue resolution. The system functioned as intended after the field service engineer repaired the device.